Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4), (B)(4) and (B)(4)) on 09-mar-2023. The most recent information was received on 23-feb-2024. This spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of dyspareunia ("pain during intercourse/she has experienced dyspareunia preventing any intercourse") in a 61 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of caesarean section, nephrectomy (double ureter responsible for renal superinfections leading to a nephrectomy), renal cyst infection (double ureter responsible for renal superinfections leading to a nephrectomy) and uterine cyst. On (B)(6) 2010, the patient had essure inserted. In 2011, she experienced dyspareunia (seriousness criterion intervention required), depression ("depressive states recurring intermittently/burnout type depression") and loss of libido ("loss of libido"). Essure was removed on (B)(6) 2023. On unknown date she experienced vulvovaginal dryness ("probably also related to vaginal dryness"). The patient was treated with antidepressants as well as surgery (bilateral coronectomy via laparoscopy). At the time of the report, the outcomes for dyspareunia and vulvovaginal dryness were unknown. No causality assessment was received for essure with regard to depression, loss of libido, dyspareunia or vulvovaginal dryness. The reporter commented: in 2023 I discovered that essure was no longer authorised and was inserted in me on (B)(6) 2010. My depression was diagnosed 1 year later. The reporter from health authority reported that the ha number previously received (B)(4) will be cancelled. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 63 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 23-feb-2024: upon receiving a new follow-up information, it was confirmed that cases (B)(4) and (B)(4) are duplicates of each other. All information from deletion case (B)(4) including source documents, events(vaginal dryness), reporters, medical history, product and patient details has been transferred to retention case. (Med watch 3500a MFR number 2951250-2024-00133). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 09-mar-2023. The most recent information was received on 26-apr-2024. This spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of dyspareunia ("pain during intercourse / she has experienced dyspareunia preventing any intercourse") in a 61 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of caesarean section, nephrectomy (double ureter responsible for renal superinfections leading to a nephrectomy), renal cyst infection (double ureter responsible for renal superinfections leading to a nephrectomy) and bladder cyst. On (B)(6) 2010, the patient had essure inserted. In 2011 she experienced dyspareunia (seriousness criterion intervention required), depression ("depressive states recurring intermittently/burnout type depression") and loss of libido ("loss of libido"). On unknown date she experienced vulvovaginal dryness ("probably also related to vaginal dryness "). The patient was treated with antidepressants as well as surgery (bilateral cornuectomy via laparoscopy). Essure was removed on (B)(6) 2023. At the time of the report, the outcomes for dyspareunia and vulvovaginal dryness were unknown. No causality assessment was received for essure with regard to depression, loss of libido, dyspareunia or vulvovaginal dryness. The reporter commented: in 2023 I discovered that essure was no longer authorised and was inserted in me on (B)(6) 2010. My depression was diagnosed 1 year later. The reporter from health autority reported that the ha number previously received r2306629 will be cancelled. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 63 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 26-apr-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 09-mar-2023. The most recent information was received on 16-may-2024. This spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of dyspareunia ("pain during intercourse / she has experienced dyspareunia preventing any intercourse") in a 61 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of caesarean section, nephrectomy (double ureter responsible for renal superinfections leading to a nephrectomy), renal cyst infection (double ureter responsible for renal superinfections leading to a nephrectomy) and bladder cyst. On (B)(6) 2010, the patient had essure inserted. In 2011 she experienced dyspareunia (seriousness criterion intervention required), depression ("depressive states recurring intermittently/burnout type depression") and loss of libido ("loss of libido"). On unknown date she experienced vulvovaginal dryness ("probably also related to vaginal dryness "). Essure was removed on (B)(6) 2023. The patient was treated with antidepressants as well as surgery (bilateral cornuectomy via laparoscopy). At the time of the report, the outcomes for dyspareunia and vulvovaginal dryness were unknown. No causality assessment was received for essure with regard to depression, loss of libido, dyspareunia or vulvovaginal dryness. The reporter commented: in 2023 I discovered that essure was no longer authorised and was inserted in me on (B)(6) 2010. My depression was diagnosed 1 year later. The reporter from health autority reported that the ha number previously received (B)(4) will be cancelled. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 63 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 16-may-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm reference number: (B)(4) on 09-mar-2023. The most recent information was received on 17-mar-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of dyspareunia ("pain during intercourse") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. In 2011 she experienced dyspareunia (seriousness criterion medically important), depression ("depressive states recurring intermittently/burnout type depression") and loss of libido ("loss of libido"). The patient was treated with antidepressants. No causality assessment was received for essure with regard to depression, loss of libido or dyspareunia. The reporter commented: in 2023 I discovered that essure was no longer authorised and was inserted in me on (B)(6) 2010. My depression was diagnosed 1 year later. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 63 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 17-mar-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on 09-mar-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of dyspareunia ("pain during intercourse") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. In 2011 she experienced dyspareunia (seriousness criterion medically important), depression ("depressive states recurring intermittently/burnout type depression") and loss of libido ("loss of libido"). The patient was treated with antidepressants. No causality assessment was received for essure with regard to depression, loss of libido or dyspareunia. The reporter commented: in 2023 I discovered that essure was no longer authorised and was inserted in me on (B)(6) 2010. My depression was diagnosed 1 year later. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 63 kg. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.